Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 24mm watchman flx pro closure device was implanted. At the 45-day routine follow up, transesophageal echocardiogram (tee) revealed a possible device related thrombus (drt) on the face of the closure device. The physicians had the patient switch from the current medication regimen of plavix and aspirin to eliquis and aspirin. The patient will return for a repeat tee in 45 days. There were no patient complications.